Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.

Event description:
Patient's legal counsel reported patient underwent left hip revision procedure approximately nine years post-implantation due to unspecified allegations. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Device was returned and evaluated against the complaint. Visual inspection found scratching and wear on the outer radius consistent with metal on metal construction. The rim of the head has been dinged. Black debris was observed inside the taper of the head. Additional information provided does not change the root cause of the previous investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Concomitant medical products - m2a acetabular cup catalog#: 15-106060 lot#: 373790, taperloc femoral stem catalog#: 11-103205 lot#: 990860. Customer has indicated that the product will not be returned to zimmer biomet for investigation. DHR was reviewed and no discrepancies were found. Multiple MDR reports were filed for this event. Please see associated reports: 0001825034-2016-03956, 1825034-2017-01699.

Event description:
Patient¿s legal counsel reported patient underwent left hip revision procedure approximately nine years post-implantation due to unspecified allegations. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. It was reported that patient underwent a left hip revision procedure approximately nine years post-implantation due to local adverse tissue effects and elevated metal ion levels. During the procedure oxidation of the trunnion and a discolored abnormal pseudocapsule were noted. During the procedure, the femoral head and acetabular cup were removed and replaced. An acetabular liner was also implanted. No further patient consequences were reported.